Event description:
It was reported that prior to an unknown procedure, the generator indicated instrument error with the device. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, it worked properly with foot switch. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.